Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to high blood glucose. The customer¿s blood glucose level was 355 mg/dl at the time of incident and the current blood glucose level is 300 mg/dl. The customer experienced symptoms such as sweating. The customer was treated with manual injection. The customer was wearing the insulin pump during the admitted in emergency room. The insulin pump will not be returned for analysis.